Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex shield device was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the pipeline flex shield braid ends were found fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 3.40mm and a 3.38mm neck diameter. The landing zone was 4.8mm distally and 3.5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered (clopidogrel, acetylsalicylic acid (asa)). It was reported that the procedure was performed with a triaxial system. A phenom 27 was passed to the m1 artery, then the flow diverter device ped2-500-20 was passed. Part of the device was released and lowered until it was placed in the portion of the internal carotid artery (ica) where the distal end was located. Part of the device was evidently closed despite having released more than 50% of the device. It was recovered and release was attempted 3 times without opening the device in its distal part. The device was removed together with the phenom 27 catheter for return. The pipeline was not positioned in a bend. No additional steps or other devices were required to open the pipeline. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms, complications or injuries were associated with this event. No medical or surgical intervention or hospitalization was needed to prevent a permanent impairment of a function ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was performed with a triaxial system, a phenom 27 is passed to the m1 ar tery, then the flow diverter device ref ped2-500-20 was passed. Part of the device was released and lowered until it is placed in the portion of the ica where the distal end is located. Part of the device is evidently closed despite having released 50% of the device, it is recovered. And release is attempted 3 times withoutopening the device in its distal part, the device is removed together with the phenom 27 catheter for return. The cause of the failure to open was not determined. The angiographic result post procedure: no complications. Aneurysm location was the left para-ophthalmical.